Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg for over a year (B)(6) 2013 (exact date unknown) and she cannot recall the last time she had used her scs system. The sjm representative met with the patient and confirmed the ipg was unable to communicate with any external devices. The patient requests her ipg replaced as it did provide her pain relief. Surgical intervention is pending this issue.